Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic due to vibratory alert, non-sustained right ventricular(rv) over-sensing episodes were noted via remote transmission. The episodes were observed to be occurred during capacitor maintenance of the implantable cardiovascular defibrillator (ICD). Programming changes were made. The patient was stable before, during and after the programming changes.